Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient received inappropriate tachycardia therapy while eating due to oversensing of noise on the right ventricular (rv) channel. During the office visit they were unable to recreate the noise with isometrics, valsalva and pocket manipulation. Tachycardia therapy was turned off until the revision procedure occurred almost three weeks later. During the revision procedure, while attempting to laser extract the rv lead, the superior vena cava tore and the patient coded. The patient's chest was opened for surgical intervention. During the procedure the implantable cardioverter defibrillator (ICD) was explanted and the rv lead was surgically abandoned. No new system was implanted at that time and no additional adverse patient effects were reported.